Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported the disposable under delivered the medication regimen. 43 out of 46 hours of the drug was already given. Per facility there were 9 minutes left to infuse - with 4 hours worth of drug not infused- they did not reconnect patient. Tubing possibly leaking where the bag connected to the disposable. Tubing was loosely wrapped around the pump and placed in pouch. The label eroded due to drug saturation within the pouch. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. The sample was received in unused conditions, decontaminated and inside in a plastic bag. Visual inspection revealed no damage. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No actions were taken. For all enquires or follow up questions related to the record, do not use (B)(4) located in section g2 please direct those to the following: (B)(4).